Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 with tvt was implanted. It was reported that the patient experienced stress urinary incontinence; cystocele; rectocele. No additional information was reported.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Manufacturer narrative:
Additional information h6, h11. Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. The internal complaint number is (B)(4).